Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels in the 500s range (mg/dl). The customer delivered a correction bolus and bg level dropped down to 42 mg/dl, but later, increased to 196 mg/dl. The customer stated that they believed that they delivered a larger correction bolus than was needed. During troubleshooting with tandem technical support, a system check indicated that the pump is operating as expected.